Manufacturer narrative:
On (B)(6) - customer met with clinical diabetes specialist (cds). Reportedly, possible blockage in the tubing as the customer disconnects the tubing and the blockage in the tubing does not clear. However, it was not confirmed. It was indicated that the customer would try new infusion set tubing. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels for the past 3 days. Highest bg level (357 mg/dl) the customer took a manual injection to stabilize bg level. The customer stated to believe the pump is not pumping as much insulin as it should be. During troubleshooting with tandem technical support, a system check was performed. The customer did note drops of insulin coming out from the tubing. However, the customer stated to only measure 4u of insulin coming out after a 10.2u of insulin were delivered via fill tubing process. The customer will meet with clinical diabetes specialist for troubleshooting.